Manufacturer narrative:
The production record for this product could not be reviewed and a complaint review could not be performed because the product was not returned for evaluation and the part / lot numbers were not reported. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The literature detailed that the perclose was used subclavian artery with sheath sizes ranging from 7-9f. It should be noted that the prostyle instructions for use (IFU), the perclose prostyle suture-mediated closure and repair system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access sites of patients who have undergone diagnostic or interventional catheterization procedures. In this case, it is unknown of the use of the perclose device outside of the indicated femoral artery contributed to the event detailed in the literature. Based on the case information, a conclusive cause for the reported patient effect of occlusion, and the relationship to the product, if any, cannot be determined. A definitive cause for the reported failure to achieve hemostasis and unspecified failure mode could not be determined. Additionally, a definitive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention were likely related to case circumstances. The patient effect of occlusion is listed in the electronic perclose prostyle instructions for use (IFU) as a potential adverse events of use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This literature review aimed to show the efficacy of using vascular closure devices to manage supra-aortic arterial injuries following central venous catheterization. It was found that technical success was achieved in 62/71 patients (87%). Perclose, starclose, and prostar devices were all used in the subclavian artery with sheath sizes ranging from 7-9f. Device failures [unspecified device failures and failure to achieve hemostasis] were reported with each device. Perclose, prostar, and starclose had a success rate of 82%, 0%, and 89%, respectively. All device failures were treated endovascularly (stent placement, balloon angioplasty to re-establish patency, and balloon tamponade). Overall, the study concluded that vascular closure device caused minimal complications and offered a quick means to control bleeding and precent major morbidity that be associated with an operation. Details are listed in the attached article, titled "supra-aortic arterial injuries following central venous catheterization managed with percutaneous closure devices: a comprehensive literature review of current evidence."

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional vessel closure devices reported in b5 are captured under separate medwatch reports. Literature attachment: supra-aortic arterial injuries following central venous catheterization managed with percutaneous closure devices: a comprehensive literature review of current evidence. B3: date of procedure estimated as (B)(6) 2000 as it is stated in the article that the range of this study takes place between 2000 to 2020. D4: the UDI is not known as the part and lot number were not provided. H6: 1494 device code clarifier- incorrect anatomy.